Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 6900ptfx mitral valve, implanted for 8 years and 5 months, underwent a valve-in-valve procedure due to stenosis and regurgitation. The procedure was performed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was reported that a patient with a 29mm 6900ptfx mitral valve, implanted for 8 years and 5 months, underwent a valve-in-valve procedure due to severe stenosis and regurgitation. Patient presented with shortness of breath with acute on chronic congestive heart failure. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve. The patient tolerated the procedure well. The patient was extubated and brought into the recovery room.